Event description:
I use a pump from medtronic and one of the parts of the pump is a reservoir that holds the insulin so that can be delivered to the body, so that blood sugars are within normal ranges. The pump is fine, the problem is the reservoir. When I look at some of them the needle that goes into the vail of insulin is not straight, so when you pull on the plunger you will sometimes get insulin leaking instead going into reservoir. Which means that you get insulin all over your hand so then you have to get a new reservoir and start over again. I have called medtronic about and told them that I need new reservoirs so when they sent me new ones some are ok and some still have a bent needle. They told me that are aware of the problem and are supposedly working with the MFR to fix the problem. When I got new reservoir I still have needles that are bent. I think that you need to look into this and fix the problem. There are people that are on a fix income and this can be very expensive. All I want is all the needles on the reservoirs to be straight and not have insulin leaking on to my hand. Thank you for your time and I hope you look into this.